Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services regarding a system error 2240 alarm on the homechoice unit during dwell 2 of 4. The home patient (hp) stated he had 3 bags connected and the supply bag was empty. The hp stated he did have trouble spiking the supply bag. The technical service representative advised the hp to cycle power. The hp confirmed to complete therapy with manual supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who confirmed this was an isolated incident and no adverse event resulted. The hp confirmed all product samples have been discarded and lot information is unknown.

Manufacturer narrative:
(B)(4). This report of a system error 2240 was not confirmed as a sample or batch details were not available. Based on the information obtained during baxter's investigation, not enough data is available within the report to identify root cause. A labeling review was conducted and the labeling was found adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).